Manufacturer narrative:
E4: customer reported to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the motor was running, but the bags of medicine is still full. No patient injury was reported.